Event description:
It was reported that (1) cdh33 was used during a low anterior resection procedure. It was reported by the rep that the surgeon used a cdh33 stapler to create an anastomosis during a low anterior resection procedure. The instrument was reportedly fired in the normal manner but when the stapler was removed the staples were not fully formed and the anastomosis was not complete. The surgeon hand sewed the anastomosis to complete the case. There was no consequence to pt.